Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system: 10:09am 3/3/17 hi; 10:19am 3/3/17 5.2 mmol/l; 10:57am 3/3/17 15.1 mmol/l; 10:58am 3/3/17 5.8 mmol/l. No death or serious injury reported. Alleged cassette has been fully used; a cassette from the same box will be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.